Manufacturer narrative:
The device was returned for analysis. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported material rupture appears to be related to operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequently, after the initial was filed it was noted the xience skypoint ruptured during the first inflation at 16 atmospheres. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The 2.50x28mm xience skypoint was noted to be difficult to inflate and there was a possible balloon rupture; however, deployment of the stent was successful and standard post dilatation was preformed there was no adverse patient effects and no clinically significant delay. No additional information was provided.